Event description:
It was reported that a spectrum pump does not recognize a closed door, during preventive maintenance. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom does not recognize a closed door, determined to be caused by a failed lower link switch. The lower auxiliary assembly, which contains the failed lower link switch was replaced.